Event description:
It was reported that the patient experienced a tingling sensation at the lead and extension junction site on the right side of his body. It was noted that the patient was last seen in (B)(6) 2012. The health care professional stated that 'this was not a new event, but she could not find any notes in the patient's chart.' It was further noted that the contact pairs on the left lead reported measurements of greater than 4 ,000 ohms and less than 15 micro amps. The health care professional also stated that the 'therapy impedance shows greater than 4 ,000 ohms and less than 15 micro amps.' The electrode impedances were tested at 4 volts. It was noted that the patient denied any fall or trauma. The health care professional reported that 'his freezing was the biggest thing and that it had helped some.' It was noted that it had helped other symptoms. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v754192, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v754192, implanted: (B)(6) 2011, product type lead. (B)(4).